Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer. System operates as intended.

Event description:
Customer reported the single board computer needed to be replaced. No pt injury was reported.